Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to cholangiocarcinoma. No issues were noticed to the device prior to insertion into the endoscope and no issues were encountered when passing the stent system through the endoscope. The endoscope was not noted to be in a tortuous position. When the stent system was advanced from the distal end of the endoscope, it was observed that approximately 50% of the stent was already deployed. The partially deployed stent was removed through the endoscope. No visible damage was noticed to the device. Once outside of the patient, the stent was fully deployed from the delivery system. The procedure was completed with another wallflex biliary rx uncovered stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent device was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to cholangiocarcinoma. No issues were noticed to the device prior to insertion into the endoscope and no issues were encountered when passing the stent system through the endoscope. The endoscope was not noted to be in a tortuous position. When the stent system was advanced from the distal end of the endoscope, it was observed that approximately 50% of the stent was already deployed. The partially deployed stent was removed through the endoscope. No visible damage was noticed to the device. Once outside of the patient, the stent was fully deployed from the delivery system. The procedure was completed with another wallflex biliary rx uncovered stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was not returned. It was noted that the outer sheath was fully closed to the tip. No issues were noted with the profile of the device. During a functional analysis, it was not possible to retract the outer sheath. The shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn from the outer sheath. No issues were noted with the inner shaft. The outer sheath was still unable to be moved proximally or distally so the shaft was further dissected and it was noted that a clear sticky substance was present on the inner shaft which was restricting the movement of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.